Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended following the patients previous lead revision procedure (MFR# 3006630150-2025-06457). The patient underwent an ipg revision procedure.

Manufacturer narrative:
Approximated based on the date of the previous procedure.